Manufacturer narrative:
H.6: [health effect - impact codes]: f2203.

Event description:
Patient reported left side pain, "lump but do not know if it was ruptured," and fold. The device was found to be ruptured upon explant. Patient reported being "scared because of what had happened with the prostheses."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain, "lump but do not know if it was ruptured," and fold. The device was found to be ruptured upon explant.